Event description:
Customer reported as: after insertion into the patient the cuff the mechanism in the pilot balloon seemed to get stuck and the cuff deflated. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient. This report is associated to the second occurrence related to MFR # 2936999-2013-00627.

Manufacturer narrative:
(B)(4). Customer has confirmed that no sample will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample, a full investigation cannot be completed therefore, we are unable to determine the cause for this specific event. Customer did not provide lot number; without lot number, unable to determine the manufacture date. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.